Event description:
The user received questionable troponin t results for two patient samples on the cobas e601 analyzer. Patient sample 1: the initial result was 0.155 ng/ml with a data flag and was reported to the doctor. The doctor and the tech questioned the result. The sample was poured into sample cup and retested on the same analyzer with a result of 0.010 ng/ml with a data flag. The sample was poured into another sample cup and repeated on the same analyzer with a result of 0.010 ng/ml with a data flag. The sample was put back on the analyzer in the original draw tube and resulted as 0.010 ng/ml with a data flag. The user stated patient was not treated due to initial reported result of 0.155 ng/ml. Patient sample 2 ((B)(6) female): on (B)(6) 2010, the initial result was 0.03 ng/ml and repeat result was <0.010 ng/ml. The initial result was not reported outside the laboratory and the patient was not affected. The troponin t reagent lot number was 15789501. The field service representative was unable to determine a cause. He ran performance and precision testing to verify the analyzer operation with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Calibration and quality control prior to the event did not indicate an issue. Assay performance testing conducted by the field service representative was acceptable. Based on information provided, the customer was using a sample centrifugation time that is too short. This may be a possible cause for the issue. Patients were not adversely affected.

Event description:
It was further reported that there were two target lesions located in right coronary artery, one in the mid right coronary artery (mid rca) and one in the distal right coronary artery (dist rca) both were treated with pci. The lesion of in-stent restenosis with a reference vessel diameter of 3.50 mm and a length of 20.0 mm in mid rca was visually 90% stenosed. It was treated with pre-dilatation, placement of a 3.50x32 mm taxus liberte stent, and post-dilatation. Residual stenosis became visually 0% and timi-3 flow had been kept since pre-index procedure. The lesion of in-stent restenosis with a reference vessel diameter of 3.00 mm and a length of 20.0 mm in dist rca was visually 90% stenosed. It was treated with pre-dilatation, placement of a 3.00x32 mm taxus liberte stent, and post-dilatation. Residual stenosis became visually 0% ds and timi-3 flow had been kept since pre-index procedure. The patient was discharged without complications 2 days later on aspirin and ticlopidine hydrochloride. 237 days post-index procedure, coronary restenosis was confirmed in the mid rca.